Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the instrument. Fse found loose syringe, and guided the customer to replace the syringe which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of a low sodium (na) patient result involving the dxc600 pro synchron system. The sample was repeated with results considered correct by the customer. There was no effect to patient treatment.